Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the clips of the mcm20 did not form properly. There was no consequence to the pt. 9/3/1999 the rep responded that the case was completed with another instrument.